Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. Visual inspection found the top case cracked/chipped by the front left and right bottom corners. Cracked by the tube holder and by the handle. Bottom cases were cracked by the l bracket and there was visible contamination. During syringe testing and calibrating syringe size, the reported problem was duplicated. Invalid syringe size was found during syringe test and unable to calibrate syringe size. The root cause of the reported issue was found to be the customer damaged multiple components. There was a cracked / broken barrel clamp guide and assembly. Piece of barrel clamp guide found inside the device. Replaced barrel clamp guide and assembly. Performed calibration on the pump and passed.

Event description:
It was reported that the device was not recognizing the syringe and plunger not always working. Case is cracked/ can't use on pole. No patient injury was reported.